Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported being unable to use their freestyle freedom blood glucose monitor and as a result, could not properly monitor their glucose. He reported feeling cold and having a dry mouth. He then reported collapsing onto the sidewalk and experiencing a loss of consciousness. He was transported to a local hospital and was given stitches on his forehead as a result of the collapse. Exact treatment administered in order to stabilize glucose levels is unknown.